Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection, the strain relief was detached from the luer. The luer did not return back with the device. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
It was reported that the farawave pulsed field ablation catheter was flushed and prepared. The catheter was being irrigated just before being inserted into the sheath inside the patient. When connecting and running the perfusion, the side port of the farawave pulsed field ablation catheter may had been damaged as fluid would forcefully flow. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave pulsed field ablation catheter was flushed and prepared. The catheter was being irrigated just before being inserted into the sheath inside the patient. When connecting and running the perfusion, the side port of the farawave pulsed field ablation catheter may had been damaged as fluid would forcefully flow. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found the strain relief was detached from the luer. The luer did not return with the device. Under microscopic inspection with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. Based on the available information, boston scientifics was able to confirm the allegation.

Event description:
It was reported that the farawave pulsed field ablation catheter was flushed and prepared. The catheter was being irrigated just before being inserted into the sheath inside the patient. When connecting and running the perfusion, the side port of the farawave pulsed field ablation catheter may had been damaged as fluid would forcefully flow. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.